Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the patient underwent the surgery via bhp with the broach and neck trial in question. During the surgery, the surgeon tried to attach a neck trial into the broach, but it did not go smoothly. The surgeon struck the neck trial with a hammer, and he managed to attach it, but couldn't remove the trail neck. And then, the surgeon opened the gap between the broach and neck trial with chisel, and he struck the neck trial retrogradely by using elevators which hospital owns and he managed to remove it. The surgeon commented that products such as corail and actis require using a calcar reamer, but it is not so sharp. The surgeon guesses that when calcar reaming is performed with too much power, the broach neck was damaged, and it couldn't be attached the trail neck. The surgery was completed successfully within 30 minutes delay. No further information is available.